Manufacturer narrative:
(B)(4). Batch # r9211k. Investigation summary: the device received was returned with the tissue pad with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There was no alert screen of "replace instrument" displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the instrument was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total gastrectomy, ¿replace instrument¿ was displayed about six hours and a half after the surgery had started. The output level was 3 from the middle of the surgery. The tissue pad was worn away but the tissue pad did not break or fall off. The device touched the clip slightly. The device was used at the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.